Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The surgeon reported that while in the or during pump assembly the perfusionist could not screw the white cap onto arterial graft with bend relief after pre-clotting. It was passed to the field, and the graft was sewn on to the aorta. The surgeon made multiple attempts to screw the graft with band relief into the outflow conduit, but the graft would turn with each turn of the connector, resulting in twisting of the outflow graft. After about 20 minutes of trying to make connection, the surgeon was finally able to do so. No further problems were noted, and there was no injury to pt. Pt remains on lvad support while awaiting a heart transplant.